Event description:
Procedure: roux-en-y gastric bypass. According to the reporter: (B)(4) are related to the same case. Patient had a roux-en-y gastric bypass performed the morning of (B)(6) 2015. Patient was then brought back to the operating room in the early morning hours of (B)(6) 2015 for a staple line leak. No reinforcement material used. Product will not be returned. Do not have product---staple line leaked 12 hours after. Additional information requested and pending.

Manufacturer narrative:
(B)(4).